Manufacturer narrative:
No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism on a bd eclipse¿ needle failed to function properly, causing a dirty needle stick injury to the nurse. There has not been any medical interventions reported at this time.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. We were unable to perform a device history record review as the lot number is unknown. If the lot information and samples are received in the future the complaint will be re-opened and re-investigated.